Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent "low" blood glucose (bg) levels (specific bg value was not provided). Cause was not known. Customer consumed carbohydrates or glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.